Event description:
It was reported that the index procedure was performed on (B)(6) 2013 and a 2.5x28 rx xience prime stent was implanted in the mid left anterior descending artery. At the follow-up, the patient was admitted to the hospital on (B)(6) 2013 and on (B)(6) 2013, 75% restenosis was found and total lesion revascularization was performed with an unknown drug-eluting stent in the lesion where the xience prime was previously implanted for treatment. No symptoms were reported due to the restenosis. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of restenosis, as listed in the xience prime everolimus eluting coronary stent system instructions for use, is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatments appear to be related to the operational context of the procedure. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.